Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. During examination of lead, fluoroscopy revealed that the right atrial (ra) lead was dislodged. The physician explanted and replaced the ra lead on (B)(6) 2023. The patient was in stable condition.